Manufacturer narrative:
Product complaint # (B)(4). Date sent: 3/19/2020. Photographic summary: six photos received. Upon visual inspection of six photos, the following was observed: the first and third photos show a gold reload with the right side fully fired and on inner row of left side can be seen some staples protruding with the pockets damaged (crushed) and a cartridge flash on the distal end could be observed. Also, the cartridge pan of left side was noted dislodge. The second photo shows a reload from pan area and it can be seen dislodge and bent. The fourth photo shows a gold reload from aside area and belong to batch # r5am16 with the pan dislodge of left side and bent, some staples protruding with the pockets damaged (crushed). The fifth photo shows two gold reloads; the left side reload can be seen fully fired with damaged and the right side reload was noted fully fired with no apparent damage. The sixth photo shows two gold reloads from pan area; the left side reload can be seen with the sled on the distal end with the pan of right side dislodge and bent. The right side reload was noted with the sled on the distal end (fully fired) with no apparent damage. Based on the photos reviewed, the event describes are confirmed, however no conclusion or root cause could be determined.

Manufacturer narrative:
(B)(4). Batch #r5am16. Investigation summary: the analysis found that one ecr60d cartridge reload was received for analysis and the cartridge body was noted to be damaged. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired (B)(6). Upon evaluation of the reload, the cartridge body, cartridge pan and some drivers were noted to be damaged. No functional test could be performed due to the condition of the reload. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Additional information was requested and the following was received: please clarify "the reload it broke", the reload broke inside the jaw and the stapler cut without firing causing bleeding (note that this was the 4th firing, the previous 3 firings went well). Did the device deliver any staples? If yes, were the staples formed properly? Yes. If yes, was the staple line complete? No. Did the device cut? If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No. Was there any difficulty opening the device? If yes, how was the device removed from the patient? The surgeon suture the injured stomach with sutures and after that he complete the surgery with the stapler and new reloads, the patient is doing well now. If yes, did the jaws eventually open? Yes. Was any part of the reload damaged? Yes. If so, did any pieces of the reload fall into the patient? No. What stapler (product code) was used with the ecr60d cartridge reload? Long60a. Did the silver, metal pan/tray on the bottom of the cartridge reload separate from the plastic of the cartridge deck while firing the stapler? No. Will all pieces be returned with the device for analysis? Only the reload was available and will be returned. Please confirm: were one or more of the staple lines not complete? The reload misfired and the whole staple line was not complete. What was the appearance of the staples that did deploy into tissue? (B-formation, irregular, legs straight)? Irregular as you can see in the reload picture. Was there any difficulty opening the jaws of the device? Na. How much blood did the patient lose? Na. Were any blood products or transfusion required? Na. Was a laparotomy required to address the situation? No. What is the current patient status? He is doing well now. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Na.

Event description:
It was reported that during a sleeve gastrectomy procedure, after the third firing when the reload was fired on the stomach, the reload broke inside the jaw and the stapler cut without firing, causing bleeding. The staple line was incomplete, although some staples formed correctly. The cut line was complete and cut properly. No broken pieces fell into the patient. The surgeon sutured the injured stomach and completed the surgery with the stapler and new reloads. There were no patient consequences.